Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the identified failures is cause traced to an identified degradation problem, which is an a known inherent risk of the device. A definitive root cause however cannot be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: coating peeling on the connecting tube. (1mm2 or more). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited coating peeling on the connecting tube (1mm2 or more). There was no patient involvement.